Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The patient felt uncomfortable with the pocket site as the ipg was too high and was rubbing on his bone. The physician repositioned the ipg and the patient was reportedly doing well following the procedure.